Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Issue occurred prior to call to technical support and was resolved. The pump successfully began charging using 3rd party charging supplies.